Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Additionally, a review of the complaint history could not be performed due to unknown lot information. The cause for the patient death could not be determined. Additionally, the reported patient effect of patient death, as listed in mitraclip ntr/xtr system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: dates are estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled "mitral valve surgery following failed mitraclip implantation".

Event description:
This is being filed to report the death. It was reported through a research article identifying mitraclip that may be related to patient death. Specific patient information is documented as unknown. Details are listed in the attached article: mitral valve surgery following failed mitraclip implantation. No additional information was provided.